Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake/had a touch contamination. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s) during the hospitalization, the patient was treated with intraperitoneal fortaz (dosage, frequency, and duration not reported) for the peritonitis event. After the peritoneal dialysis catheter was removed, the patient was treated with intravenous fortaz (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapies were discontinued. During the hospitalization, the peritoneal dialysis catheter was removed and the patient was placed on hemodialysis therapy. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.